Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found optic torn and haptic broken. Unable to perform a dimensional and refractive verification since lens has significant damage. Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -1.75 diopter into the patient's right eye (od) on (B)(6) 2020. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.